Manufacturer narrative:
The device was returned and evaluated following reports of difficulty waking the pump over an extended period of use. Visual inspection identified no damage to the exterior of the device. When placed on a charging pad, the device powered on successfully, and functional testing confirmed the touchscreen was responsive with no abnormalities observed. The reported issue could not be duplicated during evaluation. As a precautionary measure, the display assembly will be replaced during refurbishment. This supplemental MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet pump exhibited a hardware malfunction in which the device intermittently failed to wake when prompted, despite current firmware and use with a dexcom g7. No reported adverse clinical effects or blood glucose impact took place. Outcomes included provision of a replacement device and instructions for data sync, shutdown, and return of the original unit. Investigation included review of device history, verification of software version, troubleshooting of the sleep/wake function, and coordination for product replacement. Investigation of this case revealed an unresponsive sleep/wake function that persisted over several months without evidence of patient injury. It was concluded that the event was a device malfunction affecting the user interface, with no clinical harm reported and corrective action taken through replacement and user education.